Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the small grasping retractor instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure the small grasping retractor instrument broke inside the patient. Down at grasping part wires broke and are hanging out. The procedure was completed with no reported injury.